Event description:
Customer reported the screen on the abl90 flex plus blood gas analyzer (serial number: (B)(4) will freeze while running a sample. The customer is concerned about losing samples.

Manufacturer narrative:
Based on the communications with the user, radiometer investigations suggest that there is no issue with the analyzer's software. But with the provided info radiometer is unable to determine the exact root cause, and hence remains unknown.